Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 3.65 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the caller returned an empty test strip vial; replacement was sent.